Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system failed post-implant sensing evaluation despite multiple electrode repositioning attempts. Low r-wave amplitudes, failure of all sensing vectors during automatic setup, smart pass turned off, and intermittent noise were observed. Technical review indicated the findings were consistent with a high risk of inappropriate therapy, with possible contributing factors including low r-wave amplitude, air entrapment, and potential seal plug damage from multiple lead insertions. Therapy was disabled. During implant the electrode was repositioned several times. The electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.